Event description:
Due to an uncontrollable uterine bleeding during the removal of the placental remnants, the cavum uteri was tamponade with the celox tamponade. This primarily led to good hemostasis. On the same evening, the patient developed pronounced conjunctivitis, which was then treated professionally. The tamponade was removed the next morning without complications. In the further course of the disease, despite the appropriate therapy, the symptoms worsened, iridocyclitis with reduced vision and at the same time the patient suffered (temporary) hearing damage. As a result, the patient was transferred to the (B)(6) hospital in (B)(6). The colleagues from (B)(6) suspect an allergic reaction to the celox tamponade.

Manufacturer narrative:
The incident was described as: due to an uncontrollable uterine bleeding during the removal of the placental remnants, the cavum uteri was tamponade with the celox tamponade. This primarily led to good hemostasis. On the same evening, the patient developed pronounced conjunctivitis, which was then treated professionally. The tamponade was removed the next morning without complications. In the further course of the disease, despite the appropriate therapy, the symptoms worsened, iridocyclitis with reduced vision and at the same time the patient suffered (temporary) hearing damage. As a result, the patient was transferred to the (B)(6) hospital in (B)(6). The colleagues from (B)(6) suspect an allergic reaction to the celox tamponade. Celox gauze is cleared as a temporary external use device to control bleeding. Whilst there is no definitive evidence of a causal link to the transient vision or auditory impairment with celox and the this specific model device has been used off-label, the cause of the event cannot be established as device related at this time. Note: this model is not sold in the USA but has the same composition as a product that is sold into the USA under 510(k) k080097.